Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during the loading process of the hst iii system (3.8mm), according to IFU, the aorta hole was irregular after the aorta punch and the internal seal wire was not spread. A new product was used and applied to the patient, and the surgery was completed without any abnormalities in the patient's condition. There was a procedural delay of 7-10 minutes.

Manufacturer narrative:
Trackwise - (B)(4). Updated field: b4, b5, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field: d1. The device was returned to the factory for evaluation on 06/30/2025. An investigation was conducted on 07/02/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the delivery device. The white plunger was fully depressed and the blue safety lock was off, which allows for the white plunger to be depressed. The seal was in an opened unraveled state with the blue tension spring assembly separated from the tension spring assembly indicating an attempt was made to remove the seal from the aorta. There were no visual defects observed on the delivery device. Measurements of the delivery device were taken; the inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.220 inches (rm2036883). The length of the delivery tube was measured at 2.48 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. The aortic cutter was also returned for evaluation. Signs of clinical use and no evidence of blood was observed. The aortic cutter was observed to be in a deployed state. The aortic punch was observed to be bent slightly however, being the aortic punch was deployed, the bend of the aortic cutter happened after deployment of aortic punch. Based on the returned condition of the device the reported failure "failure to unfold or unwrap" was not confirmed, however, the analyzed failure "material twisted/ bent- aotic cutter" was observed. A manufacturing engineering evaluation was conducted on 10/22/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The tip of the aortic cutter was observed to be bent as well as the casing on tip of the aortic cutter. No other visual defects were observed. The aortic cutter was observed to be in a deployed state. Based on the evaluation, the analyzed failure "material twisted/ bent aortic cutter" was observed. The lot # 3000466878 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported event.

Event description:
The hospital reported that during the loading process of the hst iii system (3.8mm), according to IFU, the aorta hole was irregular after the aorta punch and the internal seal wire was not spread. The operating room nurse informed that no external pressure was applied to the hst, and the product was returned in its original condition. A new product was used and applied to the patient, and the surgery was completed without any abnormalities in the patient's condition. There was a procedural delay of 7-10 minutes.